Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an implant the physician wanted to implant the lead in the medium part of the ventricular septum. It was noted that the physician pushed the lead against the wall and it had perforated producing pericardial effusion in the septum. The body fluid was drained and the lead was repositioned in the right ventricle apex.